Event description:
A customer reported that they have been experiencing bubbles in their tubing during procedures. It was noted that they needed to draw or run the bubbles out through the system. There was harm to the patients reported. Additional information has been requested and no response to date.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. As the customer did not retain the finished goods lot number, device history record (DHR) and lot history could not be reviewed. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. A sample was not returned for this complaint. Without a sample, it is not possible to isolate the root cause. (B)(4).